Event description:
The surgeon experienced difficulty in placement of a 10mm disposable trocar during an attempted laparoscopic vaginal hysterectomy. Intra abdominal visualization revealed blood in the peritoneal cavity. The inner sheath of the trocar was removed and noted by the surgeon to be bent and deformed. Subsequent open laparotomy revealed lacerated left common iliac vein. Vein was repaired.